Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. The expiration valve membrane overflow valve membrane and yearly maintenance kit compact block will be replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that bellows is not functional from time to time. There was no report of patient injury.